Event description:
During a cardiac cath and pacing study, the patient became hypotensive and resuscitative measures were instituted. The patient was taken to the or for emergent surgery. Surgeon documented finding of perforation of the innominate vein and right atrium at the appendage and evidence of a right hemothorax. Patient went to picu after surgery and subsequently died.